Event description:
The customer tested his blood glucose using his 2 breeze2 meters and received readings of 161 and 76 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.